Event description:
It was reported that the patient had been experiencing ongoing discomfort in her right chest in the region of her implantable neurostimulator (ins), as well as an occasional shocking sensation. When the ins was powered off the sensation subsided, and when turned back on the sensation returned. The patient underwent surgical replacement. It was reported that replacement took place on (B)(6) 2012; however, the manufacturer device registry indicated replacement took place on (B)(6) 2011. The previous breast incision was opened down to the prepectoral fascia to the ins. It was discovered that only one lead was connected, while the other lead was disconnected and buried in scar tissue about 2 cm away from the ins. There was a moderate amount of scar tissue in the abdomen as well. The disconnected lead was removed. The old incision was then opened up and scare tissue was removed and sharp dissection was carried down to the peritoneal catheter to remove the old leads entirely. Two new leads were placed with endoscopic guidance to ensure proper placement, there was no penetration of the gastric wall. The leads were placed into the stomach wall and secured. The leads were then tunneled through the abdominal wall and up to the breast site. The leads were assembled and were placed into the ins and found to be secure. A good reading from the device was obtained and the device was turned on to default settings. The incision was closed and the procedure was well tolerated. The patient was transferred to recovery in stable and satisfactory condition and recovered without sequela. The information reported indicated the leads were replaced; however, the manufacturer device registry indicated the ins was replaced but the leads were not.

Manufacturer narrative:
The information reported indicated an implant date of (B)(6) 2007, while the manufacturer device registry indicated (B)(6) 2007. Product ID (B)(4), serial# (B)(4), implanted: 2007 (B)(6), explanted: (B)(6) 2011, product type: lead; product ID (B)(4), lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: (B)(6) 2011, product type: lead. (B)(4).